Event description:
Information received from the swift prime clinical trial, subject 228001. The patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. Monitor was informed that a minor dissection was noted during the course of the index procedure, but since this was a non-flow limiting dissection, event was not reported as an ae (adverse event) by the site. The dissection occurred between the 2nd and 3rd passage with the solitaire stent. The cause was a small, direct injury of the vessel wall with the guiding catheter (non-covidien) in going up to bring in the solitaire retriever. There was no action taken, because the flow in the internal carotid artery didn¿t change and the ultrasound the day after the thrombectomy did not show anything pathologic or turbulences. The location was a dilated, elongated part of the extra cranial carotid internal artery with a kinking, approximately 4 cm above the external carotid bifurcation and 1.5 cm below the entrance of the carotid in the skull base. It was reported the solitaire ab was used only after the solitaire fr was used for three passes. The patient was reported to have an ae of supraventricular tachycardia that resolved 5 days post procedure. The patient was also reported to have an ae of intermittent atrial fibrillation that resolved on (B)(6) 2014. These two adverse events were most likely related to pre-existing conditions per the site.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded. The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. Th other device involved in the event is as follows: model: sab-4-20, lot: 9924803, dom: 10 jun 2014, exp: 05 jun 2016. (B)(4).